Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that 2 crossfix meniscal repair devices did not function as intended and sutures did not pass back though the meniscus. The surgery was completed using another device. A surgical delay of 65 minutes was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Customer indicated that device wont be returned for evaluation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Further information received from the customer indicating that the surgical delay reported was an error, and that there was no surgical delay. New information indicate that this event is not FDA reportable.

Event description:
It was reported that 2 crossfix meniscal repair devices did not function as intended and sutures did not pass back though the meniscus. The surgery was completed using another device. A surgical delay of 65 minutes was reported. New information was received from customer stating that the delay time mentioned was entered as an error, and that there was no delay. Based on the new information, this event is not reportable.